Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device weld between the clamp spring component and sterile interface body broke. Therefore, the reported condition was confirmed. The overall appearance of the device shows signs fatigue and high frequency use. The assignable root cause was determined to be due to device end of life. UDI: (B)(4).

Event description:
It was reported that the robotic assisted saw interface device had spring fatigue. During evaluation of the device, it was determined that the device spring component and the interface body was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in any surgical procedure, or whether a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.